Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance due to suspected fracture. It was also noted that the lead exhibited low amplitudes. During isometrics, the lead exhibited noisy signals when the patient moved their arm. The lead was reprogrammed off. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead exhibited oversensing of noisy signals and resulted in an inappropriate atrial tachy response (atr) episode. The lead remains in use. No adverse patient effects were reported.